Event description:
It was reported that the customer received a button error on the insulin pump, following possible exposure to moisture. The customer's blood glucose was 124 mg/dl. It was stated that the button error alarm did not occur immediately after moisture exposure and there was no prolonged button press. It was advised to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Button error alarm occurred due to moisture damage on keypad traces. No moisture damage on electronic assembly was noted. The insulin pump was received with a cracked display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.